Event description:
The customer reported the ventilator would not operate on ac power. The device was not in use on a pt; therefore, there was no pt involvement or harm. The respironics service tech reported the customer found the main ac circuit breaker on the ventilator in the off position. The customer reset the circuit breaker to the on position, and the ventilator operated to spec. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will alarm and switch over to backup battery power. If backup battery power is not available, the ventilator will shut down and alarm. The customer operated ran the ventilator for an extended period prior to being put back into use with no further problem reported.

Manufacturer narrative:
H6 = main circuit breaker in off position.